Manufacturer narrative:
Unit received with completely broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip; however, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime/delivery test and excessive no delivery test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and missing o-ring reservoir tube.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was broken and reservoir could not stay in place. Customer was not sure how damage occured, but stated that he may have rolled over pump while asleep. Customer's blood glucose was 300 mg/dl. Customer was advised that insulin pump would need to be replaced.